Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate the device. He confirmed the issue and replaced the batteries. Functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console switched off when unplugged from the main power during a procedure. There was no report of patient injury.